Event description:
It was reported that the rover has exposed wires. No further information has been provided at this time.

Manufacturer narrative:
The complaint of exposed wires was confirmed. Based on the review of the risk document this can occur due to the cord being exposed to rough surfaces, sharp edges, or corners.

Event description:
It was reported that the rover has exposed wires. No further information has been provided at this time.